Manufacturer narrative:
Batch review performed on 27 may 2019: lot 145474: 25 items manufactured and released on 03-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to infection after about 3 years from the primary surgery, pathogen unknown. The tibial insert was exchanged with an insert of the same size, a wash out has been performed.